Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a large pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the proximal flange could not be deployed from the working channel. As a result, the axios stent had to be removed and replaced with another of the same model. The procedure was then successfully completed using the new device. There were no patient complications reported as a result of this event.